Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured implant exchange. It was later reported intracapsular rupture. The device has been explanted.

Event description:
Healthcare professional reported right side textured implant exchange. It was later reported intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.4.

Event description:
Healthcare professional reported right side textured implant exchange. It was later reported intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, brown particles material was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: sharp edge broken in the shell with nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge with nicks assessed as surgical impact opening. Additional, changed, and/or corrected data.